Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on april 17, 2018 with the following findings: a review of the alarm history showed a drastic voltage drop leading to a call service 177 warning, illustrating a battery life issue. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly, and all current readings were within specifications. The short battery life complaint was unable to be duplicated during investigation. The pump cover was removed to find no further moisture corrosion to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.